Event description:
On 12/9/97, the MFR's sales rep faxed the MFR's rep a report which states the following: on 12/3/97, the facility nurse informed the MFR's (MFR) sales rep that the needle of the device tubing set was leaking between the y-site and the needle hub. Piggybacking was done on this set as well. The device was not immediately available for return to the MFR for analysis. No pt injury was reported. No further details were provided at this time.

Manufacturer narrative:
The device has been returned to the MFR and is presently waiting to be analyzed. No further details are available at this time.